Manufacturer narrative:
Insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the vibrator on and off and the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, vibrate anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that does not feel the vibration or hear it alarm. The customer¿s blood glucose level was 137 mg/dl at time of incident. Customer reports they did hear the differences between the two audio beep volumes (1 and 5). The insulin pump will be returned for analysis.